Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: MFR reference report: 1627487-2019-00307, and 1627487-2019-00309. It was reported that the patient was experiencing shocking sensations. Patient reported having a fall previous to the issue. The system was explanted on (B)(6) 2018.